Event description:
It was reported that the atrial lead exhibited noise. Noise was reproducible with isometric testing. The patient would be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.